Event description:
It was reported that the pump has distended the patients shoulder more than it should during an arthroscopy procedure. The sales rep reports that the customer has 2 pumps with exactly the same settings, but one of them is allegedly causing swelling in the patient's shoulder. The sales rep reports that the staff refused to continue to use this pump. The customer reports that there also seemed to be no real flow through the crossflow unit. There were 2 similar events on the same day with the same crossflow unit. All 3 events have been reported separately.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.